Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9298157. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. See h.10.

Event description:
It was reported that pegasus yel 24gax0.75in prn-qsytey nopvc leaked during use. The following information was provided by the initial reporter: the position of the infusion joint leaked during use, after confirmed by sales rep, it was leaked at the diaphragm(prn).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pegasus yel 24gax0.75in prn-qsytey nopvc leaked during use. The following information was provided by the initial reporter: the position of the infusion joint leaked during use, after confirmed by sales rep, it was leaked at the diaphragm(prn).